Event description:
During index procedure the patient had 2 endeavor sprint drug-eluting stents implanted in the lad and one endeavor sprint drug-eluting stent implanted in the lcx. Approximately 5 weeks later the patient was hospitalized due to a temporoparietal occipital lobe hemorrhage . The patient was treated with medication. The patient died 2 days later. The death was a vascular death. Investigator indicated that the temporoparietal occipital lobe hemorrhage was not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.